Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified vessel. A 4.00 x 16 synergy¿ stent was advanced to treat the lesion. However, it was noted that the proximal part of the stent strut got flared. The device was removed and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. Distal strut row 4 was damaged with struts lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years and older device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified vessel. A 4.00 x 16 synergy¿ stent was advanced to treat the lesion. However, it was noted that the proximal part of the stent strut got flared. The device was removed and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.